Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple power source alerts were received and the pump battery was unable to be charged. Multiple power sources were used with no success. Pump history data was initially "greyed out" and data was now missing. Customer's blood glucose was not impacted. Upon follow up, additional power sources were used and a power source alert was received. Customer reverted to using manual injections for insulin therapy.